Manufacturer narrative:
Pump received with no button response due to lcd keypad connector unlocked. Pump received with cracked case at display window corner, minor scratched display window.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding during priming. Customer's blood glucose was 155 mg/dl. Customer reported that insulin pump may have being dropped. After troubleshooting, customer was advised that insulin pump would need to be replaced.